Event description:
Healthcare professional reported right side deflation and "leak in valve site". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: a review of the device noted one opening assessed as surgical damage. There is one opening on the diaphragm valve side assessed as a cracked valve seat.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation" and "leak in valve site". Device has been explanted.

Event description:
Healthcare professional reported right side deflation and "leak in valve site". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 18/apr/2024. Additional, changed, and/or corrected data: g1